Manufacturer narrative:
The device involved in the event has not been returned for evaluation. Attempts were made to get the reason but without success. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with one of its devices. During a procedure, the wire (agility 10-wire) that was inside the apollo micro catheter would not be advanced forward or moved backward. The catheter was removed to be inspected and the detachment part was noted to be separated and severely dented.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The apollo catheter was returned for evaluation with a guidewire protruding from the hub and catheter tip and stuck within the catheter lumen. The catheter was found to be wavy and accordian like. The detachable tip was also found to be wavy, accordion like and intact. The catheters useable length was measured to be within specifications. The catheters distal floppy segment was measured and also within specification. The cause for the damages could not be determined. The customer's report of detachment separated could not be confirmed as the detachable tip was found to be attached. No other anomalies were observed. All catheters are 100% inspected for damages and irregularities during manufacture. (B)(4).